Event description:
It was reported that insulin gauge displayed an amount different than expected, as pump showed a fill estimate of 60 units while caller expected 300 units, and caller was currently experiencing this fill estimate issue. There was no reported impact to the customer¿s blood glucose level. Customer had not completed cartridge air removal steps, so technical support educated customer to remove air before filling cartridge, customer acknowledged instructions, declined to load new cartridge, and chose to continue using current cartridge with plan to follow up if necessary.